Manufacturer narrative:
Technician found that the casters were not holding due to worn brake casters. Replaced all four brake casters to resolve this issue. Bed located in bed shop.

Event description:
Information alleged that the casters were not holding. No alleged injuries by account.